Event description:
Customer reported receiving a motor error alarm on the insulin pump during prime. Customer also received an error alarm. Customer's blood glucose reading at the time of the call was 187 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.